Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator was experiencing leads ECG artifact while the unit was in use on a patient and moving in their truck. The staff changed leads and the issue persisted. There was no negative patient impact.